Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. Additional information was requested, and the following was received: was this determined to be a post-op leak or a bleed? Bleed. What was the indication for surgery? Non-healing sacral decubitus. What was the procedure? Diverting colestomy. How was the post-op bleeding identified? Patient confusion and hemoglobin. How many days postoperative was the bleeding identified? ½ day. What was the total estimated blood loss (ml)? 2 liters. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? No anticoagulant. Was the bleeding intraluminal or extraluminal? Extraluminal. Was a leak test performed? If so, what type and what was the result? No, no anastomosis. Was the staple line visualized endoscopically during the initial surgical procedure? Coag. How many days postoperative did the leak occur? ½ day. How was the leak identified? CT scan showed blood. What was observed at the site of the leak upon reoperation? Blood. How was the leak addressed? Cautery and suture.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this determined to be a post-op leak or a bleed? What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post-op a colon resection procedure, the surgeon noted that there was a leak from the colon hours after surgery. Patient was confused and hemoglobin has dropped.